Event description:
Additional information received reported that the patient had arthritis in their left hip and took a couple of pain pills and the arthritis pain went away but they still felt pain at the implantable neurostimulator (ins) site. The patient felt pain at the ins site almost since the implant. The patient had tried to turn the therapy off for about 1 month ago for 4 days but they started to leak. The patient thought the pain at the ins site went away during the 4 days it was off. The patient¿s health care provider (hcp) didn¿t know anything about how to help the patient. The patient was not happy with the therapy and it wasn¿t working to the degree they wanted it to. The patient usually had to go to the bathroom every 3 hours and today they made it for 5 hours without having to go to the bathroom. The patient had tried to adjust their programming to see if they could make it work better. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was on group 1 last week and had no therapeutic relief up to 3.8 volts. Switched to program 2 a day prior to this call and seemed to be getting relief. Patient reported a "pulling" sensation at the implant site when sitting and soreness in his tailbone when walking. It was later reported on (B)(6) 2012 that patient was on program two and moved his amplitude up from 2.2 to 2.5 and he was still having urge and leakage issues. April 23, the patient was having urges and leaks again. The patient recently raised his amp from 2.5 to 2.8 and he was still feeling urge and leaks. The patient raised the amp to 3.0 on the day of this call and he was still feeling urge and leaks. The patient only felt a very slight fluttering stim in his left buttock cheek. His symptoms occurred following implant. Between the implant date and the first appointment he tried all the programs and amplitudes. There was no known accident or incident related to this complaint. Patient was at home at the time of the report. The patient was concerned that he was implanted with a device that did not work. He was concerned that he had been through all the programs and amplitude settings and was still not getting results. It was further reported on (B)(6) 2012 that patient expressed frustration and dissatisfaction that the therapy was not working as he had expected. The patient had worked through all the programs and had to continually increase amplitude to reduce urgency and leakage. When he was feeling the urge, he increased amp for a few days and then turned it back down. The patient experienced tenderness and soreness in his hip following manual rotation of the tires on his vehicle. The patient appointment was scheduled on (B)(6) 2012. Additional information received later on (B)(6) 2014 indicated that patient had pain on left side where hip and implant was located which occurred when stimulation was turn on. The patient was not sure when the pain started but saw health care provider a month prior to the call and the pain seemed to getting more severe. The patient was wondering if he had problem with hip joint. Tried differ ent programs, did not go away. The day prior to the call patient indicated that the normal pain came back because switched programs. Tried all 4 and found one that was less. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v896800, implanted: (B)(6) 2012, product type: lead. (B)(4).